Event description:
It was reported that a user¿s ilet exhibited a cracked eyelet on the device housing; the caregiver did not recall an impact, and the pump continued to function. Symptoms included no adverse clinical effects. Outcomes included continued therapy without interruption and planned device replacement logistics, including data backup guidance and device shutdown instructions. Investigation included user education, verification of shipping and return process, and instructions that device data would not transfer to the replacement and that the startup process would be required. Investigation of this device revealed physical damage limited to the eyelet component of the pump enclosure with no functional malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to unintended handling or external stress.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.